Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 53 mg/dl. The customer stated that she was having trouble hearing the beeps. The customer was suggested to change the alert type to vibrate. The customer does not wish to change the alert type to vibrate. The customer was assisted with performing the self-test. The customer stated that the test failed. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no audio/beep anomaly noted. No cosmetic damage noted.